Event description:
An endurant stent graft system was selected but not implanted for the endovascular treatment of a 5.2 cm in diameter abdominal aortic aneurysm on (B)(6) 2014. Vessel morphology was reported as the proximal aortic neck was 24 mm in diameter, the distal aortic neck was 30 mm in diameter and the length was 15 mm. The distal aortic diameter was 21 cm. Moderate tortuosity in the iliac arteries. The access vessels were 10 mm to 15 mm bilaterally in diameter. It was reported that the marker catheter was placed at level of the flow divider. A retrograde angiogram was performed to determine the length of the right contralateral iliac limb. With the measurement from the angiogram a 16x16x93 was selected. Upon insertion of the 16x16x93 it was determined that the selected limb was going to be 2.5 to 3cms shorter than the desired coverage. The physician believes that the 16x16x93 iliac limb be removed as it appeared to short. An endurant 16x16x124 was used instead and it deployed and landed at the original anticipated mark. Final result was very good. No clinical sequelae were reported and the patient is fine.

Event description:
The device evaluation is completed. The event was not confirmed; the stent graft met its length specification. The root cause of the event could not be conclusively determined; however, patient tortuosity may have made it difficult to accurately measure the stent graft length.

Manufacturer narrative:
(B)(4).